Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with juvéderm volbella® xc in the lips. The patient experienced ¿blanching during treatment.¿ the hcp ¿injected hyaluronidase promptly to area and issued oral steroid taper. Looked to be resolving with bruising but then pustules formed.¿ symptoms are ongoing.